Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings issue. The pump suggests a higher bolus insulin dose than necessary. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 11/07/2013 - device evaluation:the pump has been returned and evaluated by product analysis 10/28/2013 with the following findings:a review of the pump history showed no records related to the complaint. The total daily basal deliveries and bolus deliveries were correctly reflected in the daily insulin delivery totals. During testing, an ezbg bolus was correctly calculated by the pump. The complaint of the pump ezbg bolus incorrectly calculating a bolus was not duplicated.